Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported that an energy out of range system message was received when approximately 45-50% of the treatment was completed. The laser would not continue after the message was received. The system was restarted, recalibrated, and the remaining treatment completed with no impact to the patient. Additional information has been requested.

Event description:
A surgeon reported that an energy out of range system message was received when approximately 45-50% of the treatment was completed. The laser would not continue after the message was received. The system was restarted, recalibrated, and the remaining treatment completed with no impact to the patient. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).